Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were 20 tubes with a clot issue. No patient impact. The following information was provided by the initial reporter: " customer reports clot issue for cat 367960 lot 3194799."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-nov-2023. H.6. Investigation summary: bd received 21 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clotting was not observed. The 21 customer samples were visually inspected with no issues being identified. 5 of the customer samples were functionally tested for heparin activity and all were within specification limits. 100 retention samples were visually inspected with no issues being identified. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were 20 tubes with a clot issue. No patient impact. The following information was provided by the initial reporter: " customer reports clot issue for cat 367960 lot 3194799."